Manufacturer narrative:
The reported malfunction was observed and attributed to high contact resistance within the front panel membrane. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no pt involvement in the reported malfunction.